Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came in for routine labs and there was a slight note of decrease in his hematocrit (h/h). He was also complaining of some blood in his stool. The pt was brought into hospital with continued decrease in his h/h. His international normalized ratio (inr) was 3.5 at implant. The esophagogastroduodenoscopy (rgd) was completed and the bleed was repaired. Patient then discharged home after a change in his coumadin dosage and is doing well.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.